Event description:
Bci crm received info that approx two months following implant, this lead became dislodged. During the revision procedure, blood was noted in the atrial port of the device header. The device and lead were explanted and replaced with new products. To date, no adverse pt effects were reported.